Event description:
A report was received that a pt's precision system was explanted due to an infection at the lead site. The pt had experienced redness at the lead site. The pt received IV antibiotics at the time of explant and was prescribed oral antibiotics following explant. The pt was reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the mfg documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during mfg. A review of the sterilization documentation for the explanted devices found them to be satisfactory.